Manufacturer narrative:
MDR 1219913-2020-00269 was filed on (B)(6) 2020. Additional information (B)(6) 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00270 supplemental 1 was filed for the same patient sample tested on a different date.

Manufacturer narrative:
The calibration and quality control were verified. The customer had changed sample type from serum to plasma recently. The customer had an issue with sample collection- the serum tubes were not completely full. The centrifuge type is unico. Samples were spun at 3,200 rpm, and then, changed since (B)(6) 2020 to 3,500 rpm for 15 minutes after issues with other samples. Siemens reviewed sample handling procedures with the customer. Customer now confirms sample integrity before testing and has not observed any other discordant samples on this instrument since (B)(6) 2020. Siemens continues to investigate and monitor the performance of the assay at this site. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00270 was filed for the same patient sample tested on a different date.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for one patient. The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat results on the same instrument. The sample was tested the next day and resulted as nonreactive and reactive. The customer reported the nonreactive (negative) results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.